Manufacturer narrative:
The manufacturer made three attempts to follow up with the physician, but did not receive any additional information. As such, no investigation can be performed at this time. Given the late onset of endocarditis, the event is unlikely to be related to the device and more likely to be related to the patients' specific clinical conditions. Nevertheless, as the devices were not received for analysis and no additional information was obtained, the root cause of the events cannot be determined.

Manufacturer narrative:
Disposition not presently known.

Event description:
The following event was reported via the paper titled "outcomes of solo smart valve in a single center experience of 270 patients" by liu h, et al.: it was reported that three patients presented with late-onset (>30 days post-operatively) endocarditis and required surgical re-intervention with aortic valve replacement following a course of antibiotic treatment.